Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged that a patient received the results of 447 mg/dl and 77 mg/dl on inform system 1 compared back to back within 10 minutes of a result of 72 mg/dl obtained on inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.